Event description:
The wire was opened and prepped in normal way and then handed off the plug and then flushed the wire. The wire zeroed fine and then proceeded to insert wire. When it was in place it would not show tracings ifr pressure with this wire. The connections were checked 3 times to the controls, etc. But still not tracing. A new wire was used and worked fine.